Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Failed occlusion in pressure sensor. There was no patient involvement. Case #: (B)(4). Case subject: npi 8100 patient side occlusion alarm. Account name: (B)(4) hospital. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports patient side occlusion alarm on their 8100 (sn: (B)(4)). Failure device type: failure problem type: failure mode: case resolution: customer stated they replaced the air in line assembly with no change. Recommended replacing bottle side pressure sensor. After the customer replaced the sensor, the error code cleared.